Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the implant site was hot and had redness. There were no additional adverse patient effects reported. The rv lead remains in service.